Event description:
It was reported that after an uneventful insertion of the iab, the pump experienced helium leak alarms, and blood was seen in the helium tubing. When removal was attempted, resistance was encountered. A vascular surgeon was able to remove the iab percutaneously. There were no pt complications.